Event description:
It was reported on (B)(6) 2017, a 25mm trifecta¿ gt valve was implanted. On (B)(6) 2022, the patient presented to follow-up experiencing dyspnea. The patient was admitted to the hospital on (B)(6) 2022, an echo was performed and confirmed a grade ii aortic insufficiency and a paravalular leak (pvl). The patient will be followed for a 3d transthoracic echocardiogram (tte) in march. There is no plan to explant the valve at this time. The patient was reported to be in stable condition and on (B)(6) 2022. The patient was discharged from the hospital. (Crd 837 trifecta gt pmcf; (B)(4)).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in helpticket (B)(4). The initial submission attempt was performed on 23 sep. 2022.

Event description:
Additional information received indicates that tte performed in (B)(6) 2022 shows a mild aortic insufficiency with extrinsic jet. 5 year tte showed an aortic insufficiency grade 1 to 2.

Manufacturer narrative:
An event of "dyspnea", "aortic insufficiency" and " paravalular leak " was reported. A more comprehensive assessment could not be performed as the device still remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.